Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the automatically finished the first two prime steps while the keypad was locked. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the pump¿s black box showed the last prime of 11.16 units was on (B)(6)-2018; no activity outside of normal use was observed. The keypad was found to be intact with no damage. All of the keypad buttons responded properly to button presses. The keypad was removed and no contamination or damage was found to the key¿s contacts. The pump was locked and exercised with no ¿auto-prime¿ occurring during the investigation. The complaint was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.